Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the inability to advance/retract the intravascular ultrasound (ivus) over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of ivus, outer diameter of the guide wire, condition of the guide wire, coagulation of blood or contrast, or damage to the ivus. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A search of the device lot history record indicated no nonconformances for the lot and a search of the complaint database indicate no related incidents. Based in this investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. The balance middleweight (bmw) guide wire was advanced across the lesion. Intravascular ultrasound (ivus) was advanced and some resistance was noted with the guide wire. During removal of the ivus, resistance was noted with the bmw guide wire again; therefore, a new bmw guide wire was used to continue the procedure. There were no adverse patient effects reported. No additional information was provided.